Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. All other lead measurements were noted to be good. A revision procedure was performed to upgrade this patient's therapy. During the procedure, a commanded shock was performed, which decreased the shock impedance measurements by 5 ohms. Additional troubleshooting attempts were performed, then it was decided to surgically abandon the lead and implant a new one. No additional adverse patient effects were reported.